Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign material alleged to be v.a.c. Whitefoam¿ dressing was placed in the wound. The foreign material was not returned for identification; therefore, solventum is unable to confirm its identity. A device evaluation and device history record review could not be performed. It was indicated the v.a.c. Whitefoam¿ dressing was left in place for longer than the manufacturer's recommendations. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warnings dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 17-jan-2025, the following information was provided by the nurse practitioner: a seventy-year-old patient who had a spinal fusion and developed cauda equine syndrome secondary to anticoagulant use had a large hematoma in his spine. The surgical service washed out the hematoma and placed five pieces of v.a.c. Whitefoam¿ dressing and three pieces of v.a.c.® granufoam¿ dressing. This was all clearly documented. Later that same evening, patient began bleeding into the wound again and had significant blood loss. The v.a.c.® granufoam¿ dressing was removed and changed and patient was transferred to the ICU to recover from the acute blood loss. At the next v.a.c.® dressing change, one piece of white foam was allegedly left in situ by mistake. The v.a.c.® dressing was changed two times per week for the next two weeks. Nurse assisted with a v.a.c.® dressing three weeks after surgery and expected to find two pieces of v.a.c. Whitefoam¿ dressing and found none. The following morning, nurse confirmed with the person who changed the previous dressing that there should be two pieces of white foam still in the wound. Upon further examination, nurse found that wound nearly 95% granulated over the v.a.c. Whitefoam¿ dressing and it was not obvious that it was there. Nurse bluntly dissected the wound back open and removed the two pieces of v.a.c. Whitefoam¿ dressing. Patient went to the operating room later that week for possible wound closure. Nurse updated the new surgical team about the issue earlier in the week and asked them to carefully inspect the wound as they would have the patient prone on the table with great lighting. The surgical team found the remaining piece of v.a.c. Whitefoam¿ dressing which had migrated up and to the right of the wound field. The v.a.c. Whitefoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.